Event description:
The customer stated, that a "lead fault" message appeared the device was connected to a pt. The problem did not clear. The user indicates no clinical impact or delay of treatment to the pt.

Manufacturer narrative:
Device has not been received, but is anticipated. A supplemental will be submitted upon receipt and completion of the investigation. The customer was contacted by welch allyn technical support for pt information, and any additional information available, but he was not able to provide any. Three additional follow-up calls have been made since then with no response.